Event description:
It was reported that the inner sterile packaging in the side of b is opened. Event occurred before initial surgery. One product was involved in the event. There was no patient involvement. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer. Therefore it could not be analyzed. However, pictures were received and reviewed. The reported event could not be confirmed. The review of the device manufacturing quality record indicates that (B)(4) products designation refobacin bone cement r 1x40g, reference 3003940001, lot number a751bd2501 were manufactured on 10 august 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint 8 similar complaints (including the current complaint) have been recorded for refobacin bone cement r 1x40g reference 3003940001, lot number a751bd2501 on the reported event within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that 1303 products designation refobacin bone cement r 1x40g, reference 3003940001, lot number a751bd2501 were manufactured on 10 august 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner sterile packaging in the side of b is opened. Event occurred before initial surgery. One product was involved in the event. There was no patient involvement. No adverse events have been reported as a result of the malfunction.